Event description:
It was reported that the patient was asymptomatic. It was noted that the pacing impedance and capture thresholds were high on the right ventricular (rv) lead. During extraction, calcification was observed at the rv lead's tip. Exit block was likely. The rv lead was explanted and replaced. The patient was stable.